Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The user received questionable results for multiple assays for two patient samples. Of the data provided, the total protein result for one of the patient samples was discrepant. The initial total protein result was 1.2 g/dl with a data flag and was reported outside of the laboratory. The tech immediately realized the data flag had been missed and repeated testing. A repeat result of 7.9 g/dl was obtained and reported. The user stated the patient was not treated based on the initial total protein result. She contacted the ER and spoke with the nurse who stated she would let the doctor know about the erroneous result. The total protein reagent lot number was 62500401. The field service representative determined rinse nozzle 1 was dripping due to a pinched tube. He adjusted the tubing and verified analyzer operation by performing mechanism checks. The user performed quality controls with results within specification.